Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
The biomedical technician has reported that the device does not hold a stabilized value, it is always compensating. It is unknown where the leaking was coming from. The technician stated that the tubing and cuffs were being controlled by the tech. The event occurred during surgery. No harm or injury occurred with the patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI#: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated a.t.s. 2200ts tourniquet serial number (B)(4) as documented in the repair reports in livelink. On march 26, 2019, it was reported that the device does not hold a stabilized value, it is always compensating. It is unknown where the leaking was coming from. The technician stated that the tubing and cuffs were being controlled by the tech. The customer returned an a.t.s. 2200ts tourniquet device, serial number (B)(4), for evaluation. Product review of the a.t.s. 2200ts tourniquet by flextronics on april 11, 2019 revealed that the pole clamp was damaged. The calibration was out of specifications at the 50 millimeters mercury (mmhg) setting on both the main and secondary channel. The software also needed upgraded to the latest version. Repair of the a.t.s. 2200ts tourniquet was performed by flextronics on april 18, 2019 which included replacement of the pole clamp knob, upgrading the software to the latest version, and re-calibration. A.t.s. 2200ts tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the evaluation did not note any leaks coming from the device. The device was noted to be functioning as intended after the pole clamp knob was replaced, the software was upgraded to the latest version, and the device was re-calibrated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.